Event description:
It was observed during central processing that the orange band near the tip of the monopolar curved scissors was peeling off. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the reporter's initial complaint. The pad printing on the instrument tube extension was removed. There was a small area with pad printing removal, 0.338 x 0.288. The distal end of the main tube did not exhibit any cracks upon inspection. Failure analysis investigation concluded, that the pad printing removed damage may be due to mishandling/misuse. No other damages were found on the instrument. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.